Manufacturer narrative:
The distributor performed a checkout of the equipment and confirmed the reported complaint. The power controller was replaced.

Event description:
The hospital reported the unit went into a system reset. There was no report of patient involvement.